Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#p3a0030) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3g0087) sigtrs45amt, tri 2.0 sigtrs45amt 45 med thk 12mm (lot#n1l0416y) sigtrs45amt, tri 2.0 sigtrs45amt 45 med thk 12mm (lot#n1l0416y) sigpshell, sig power sigpshell control shell (lot#unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the four reloads stopped in the middle of the firing during rectal resection. The surgeon checked the situation at that time, but none of them remembered what was displayed on the power handle display, and the surgeon said that the green button was flashing. Showed the error message that the thickness was not applicable and checked it with the healthcare professional, but the error did not seem to be that one. Even after showing them the list of possible display error messages, the surgeon said it did not seem to be any of those. A new reload was used to resolve the issue. There was no patient injury.